Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va102c6, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received about a patient reported that there was an infection at the lead location in the head which the patient had first started to experience in (B)(6) 2015. The lead was involved with the infection and there was no implantable neurostimulator (ins) placed yet. MRI results from (B)(6) 2015 indicated abnormal enhancement, edema along the left stimulator, evolving abscess, less severe edema, enhancement along right stimulator. Actions/interventions included an infectious disease consult with intravenous (IV) antibiotics and removal of electrodes on (B)(6) 2015. The cause was a perioperative infection. The outcome was that the patient was currently being treated.